Event description:
On (B)(6) 2020, a reporter for the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch select simple meter read inaccurately high compared to their normal readings. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the alleged meter inaccuracy occurred on (B)(6) 2020. The reporter informed the cca that a fasting result of ¿390 mg/dl¿ and a postprandial result of ¿490 mg/dl¿ was obtained with the subject meter. The reporter claimed the patient's usual blood glucose range is between ¿140-200 mg/dl.¿ the patient manages their diabetes with tresiba insulin (10-12 units if the results are above 200 mg/dl). The reporter claimed that after performing the postprandial test, the patient contacted their doctor who advised them to increase their insulin by 4 units. The reporter claimed the patient developed ¿giddiness¿ on (B)(6) 2020, after an increased dose of 16 units of insulin was administered. In response to the symptom, the reporter stated the patient proceeded to the hospital where they were treated with intravenous (IV) glucose and were advised by the doctor to stop taking insulin. The reporter claimed a result of ¿38 mg/dl¿ was obtained on the hospital meter prior to treatment. The reporter was unable to confirm the date of discharge from hospital but claimed the patient is feeling fine. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter and that the test strips had been stored at the correct temperature. The cca noted that patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.